Manufacturer narrative:
Additional information: section d9: device available for evaluation? Yes. Section d9: date returned to manufacturer: dec 1, 2025. Section h3: evaluated by manufacturer? Yes. Device evaluation: the complaint lens was received. Visual inspection under magnification revealed the handpiece was received with the plunger rod partially advanced. Viscoelastic residue was observed throughout the cartridge. Stress marks were observed on the cartridge tip but were in specification for a used device. The cartridge tip was observed to be bent. No issues were identified with the lens module, device assembly, plunger rod, and plunger rod advancement. The lens was received cut in half; one lens half was not received. The received lens half was coated in viscoelastic residue and was cleaned revealing a scratch on the lens. Based on the complaint investigation results, the product was released within specifications. Conclusion: as a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section a2, a4, a5, a6, patient information: unknown/not provided. Section d6a, if implanted, give date: not applicable as the iol was removed and replaced during the same procedure. Section d6b, if explanted, give date: not applicable as the iol was removed and replaced during the same procedure. Therefore, not explanted. Section h3, device evaluated by manufacturer: the device has not been returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain the missing information. However, to date, it has not been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded johnson and johnson (jnj) intraocular lens (iol) was fully inserted into the patient¿s eye. The iol was removed because the back haptic ripped off and was damaged. The iol was removed and replaced with a backup of the same model and diopter. The incision was enlarged. There was no patient injury. The patient was reported as doing ¿fine¿. No further information was provided.